Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, all day the patient had experienced intermittent dry heaves, and did not attribute that to a cgm malfunction at the time. During the day the cgm had displayed values as expected and she had checked it. The last cgm value she observed was 241 mg/dl, which was not an issue to her so she didn¿t check it with a glucometer. She also used a tandem insulin pump. Later that night her boyfriend took her to the hospital because he noticed patient was incoherent or drunk like. The patient didn't check her pump and did not know if it alerted or not because she was in a really bad shape which is presumed to mean not thinking clearly. When they arrived at the hospital, she was asked to check her sugar and when she pressed her tandem pump display no values were visible. There was no error at all, the screen showed ¿a y kind of thing with a red circle around it.¿ the patient did not remember if the healthcare provider (hcp) checked her bg level or any values. The pump and sensor were removed and she was treated with aspirin, generic lipitor, keflex, and metropole. No treatment related to diabetes was specified. She was discharged after 24 hours. At the time of the report on 02/10/2024, she had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.